Event description:
Device issue: separated guide wire tip. Time of device issue: before use. Adverse event: none. It was reported that when the bmw guide wire was unpacked, the proximal core was noted to be kinked and the guide wire tip was found to be separated. Reportedly, there was no patient involvement. No add'l info was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for eval. It has not yet been received.